Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the optical connector and electrical connector, consistent with the reported event. Additionally, a ¿catheter not detected¿ error was displayed when the catheter was connected to the tactisys unit. Multiple short circuits were detected with the catheter eeprom, consistent with the observed error message. Dried saline was noted within the electrical connector, consistent with the short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction due to insufficient adhesive applied causing a gap between the adhesive and the outer tube of the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
During the procedure, the catheter was noted to be leaking at the end connected to the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.